Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The complaint/event involved a spike with bonded clave® connector. Particles and white deposits were reported in the drip chamber (but were not visible in vials/bags) when the device was used with cyclophosphamide. This caused the pump to alarm during a patient's infusion at the hdj oncology/urc unit. Treatment needed to be discontinued as a new bag needed to be prepared and reconnected for treatment. The cyclophosphamide manufacturer has been notified and they will conduct tests to identify a possible incompatibility. The customer added that the pump used during infusion was a volumat pump and no issues were observed with the pump. The medication used was a to be diluted before injection vial of cyclophosphamide 1000mg/2 ml from reddy pharma. There were no holes, cuts, tear or any other defect with the spike, the patient was stable, no one was harmed during the incident, additional medical intervention was not required, there was no blood loss, there was a delay in treatment.

Manufacturer narrative:
A photo was returned showing the drip chamber of the cs-53. Some particulate was observed in the drip chamber. Numerous particulates were observed in the IV bag that the bag spike was inserted into. The source of the particulate is believed to be from the infusate in the IV bag and not to be a defect in the ICU medical device. The reported complaint can be confirmed. The probable cause is unknown but is unrelated to the cs-53. Lot history review could not be performed due to the unknown lot number.